Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed motor error. The blood glucose reading was 389 mg/dl. The customer complained of constant vomiting, nausea, headache, body pain, blurred vision, and dizziness. He stated that he felt as though his blood had turned into poison. He was treated via intravenous drip upon admittance. He stated that on the day prior to the event, the insulin pump did not delivery insulin. He changed the insertion site and infusion set, bolused, and found that his blood glucose levels were still high 2 hours later. After he was discharged, he received the motor error alarm at home during a bolus delivery. No other significant events leading to the alarm were noted. Advised replacement of the insulin pump due to the motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to the faulty force sensor resistor. No motor error alarm occurred during testing. The motor passed motor test. The device was unable to perform in the occlusion and excessive no delivery tests due to the insulin pump's inability to prime. The insulin pump was received with a cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and cracked battery tube threads.